Event description:
Facility alleges blood leak. Report indicates that blood was noted to be leaking from the arterial line at the dialyzer end connector, causing an estimated blood loss of 75cc. The line was reconnected tightly and the treatment was discontinued 10 min. Earlier. Spoke to don of this facility, she reinforced her report stating it was probably user error. Staff was counseled to check to make sure connections are on securely. No ill effect to patient. Follow up h&h stable. Facility has discarded the sample. Will send a companion sample.